Event description:
The customer contacted stryker to report that their device did not provide defibrillation therapy as expected. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved did not survive. It is unknown if the device caused or contributed to the adverse event.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation therapy as expected. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved did not survive. It is unknown if the device caused or contributed to the adverse event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was performed and there was insufficient data within the file to determine the impact of the device use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Manufacturer narrative:
Section h10 health impact code of supplemental medwatch report 2 indicates: death section h10 health impact code of supplemental medwatch report 2 should indicate: no health consequences or impact section h10 conclusion code of supplemental medwatch report 2 indicates: cause not established section h10 conclusion code of supplemental medwatch report 2 should indicate: no problem detected section h11 of supplemental medwatch report 2 indicates: stryker evaluated the device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Section 11 of supplemental medwatch report 2 should indicate: additional patient and device information was received and another clinical review was performed. It was determined this issue did not cause or contribute to the patient event. Analysis found the device advised a shock for ventricular tachycardia and a shock was delivered. Subsequent analysis post shock found the rhythm asystole and returned a no shock advised decision at 2 minute intervals. CPR was performed per the voice prompts. The device functioned as designed.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation therapy as expected. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved did not survive. It is unknown if the device caused or contributed to the adverse event.

Manufacturer narrative:
A clinical review was performed and it determined this issue did not cause or contribute to the patient event. Analysis found the device advised a shock for ventricular tachycardia and a shock was delivered. Subsequent analysis post shock found the rhythm asystole and returned a no shock advised decision at 2 minute intervals. CPR was performed per the voice prompts. The device functioned as designed.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation therapy as expected. In this state the device would not be able to deliver defibrillation therapy if needed. The patient involved did not survive. It is unknown if the device caused or contributed to the adverse event.